Manufacturer narrative:
(B)(4). The system implant includes the rns neurostimulator and 2 depth leads ( dl-330-10).

Event description:
On (B)(6) 2018 the patient presented to the neurosurgery clinic with 2-3 day history of purulent discharge from the right-side rns neurostimulator incision site. Upon evaluation by the physician, the patient was confirmed to have clinically evident pus from the incision site and was scheduled for wound exploration on (B)(6) 2018. On (B)(6) 2018 the rns neurostimulator, ferrule and two depth leads were explanted. Purulent pus was noted over the neurostimulator site. Cultures were obtained and infectious disease consulted. The patient was diagnosed with (B)(6) with a planned treatment course of oxacillin via PICC line for 6 weeks